Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Corrections: b1: "adverse event" should not have been selected in earlier report. B2: "other serious" should not have been selected in earlier report.

Event description:
Additional information received indicated that patient underwent gallbladder surgery and did not place their device in surgery mode. Immediately after surgery, patient was unable to communicate with external devices and lost therapy. A manufacturer representative confirmed the ipg was inoperable. Surgical intervention is planned to address the issue.

Manufacturer narrative:
A4 patient weight added to the report.

Manufacturer narrative:
D6b - date of explant added to this report. H7-remedial action added to this report. H9-if action reported to FDA under 21 usc 360i(f), list correction/removal reporting number added to this report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Actions have been taken to prevent reoccurrence.

Event description:
Additional information received indicated surgical intervention took place wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information and patient weight.

Event description:
It was reported that patient had an unrelated surgery on (B)(6) 2021 prior to which the ipg may or may not have been put into surgery mode. After the surgery, the ipg was unable to communicate with external device. Troubleshooting is pending.